Event description:
Additional information was received that the patient¿s explanted generator will be returned to the manufacturer. The explanted generator was received on 02/25/2015. Analysis is underway but has not been completed yet.

Event description:
On (B)(6) 2015 product analysis was completed on the generator. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. The DHR shows that the pulse generator passed all specifications before it was released. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
On (B)(6) 2014, it was reported that this vns patient was picking at his vns incision site and that it needed to be moved. There was no infection, but the patient was referred for repositioning surgery. Additional information was returned that the patient was not injured. The patient underwent generator revision surgery on (B)(6) 2014. The generator was revised because the surgeon was unsure if the battery had been exposed due to patient picking at site. The surgeon moved the pocket to a location under the arm that he believed would be harder for the patient to reach. Additional clarification was received that the surgeon indicated that the surgery was performed to prevent infection. The explanted generator is not expected for return.

Manufacturer narrative:
.